Event description:
During a ptca, procedure, difficulty was encountered advancing the guide wire. The tip of the guide wire fractured as the wire was removed. The tip was retrieved with a snare. No pt injuries or complications occurred.